Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 03/04/2008 and 03/20/2008 by fax, mail and phone. A completed questionnaire has not been received. This report was mailed to FDA on: 03/26/2008.

Event description:
A surgeon reported two pts with an unexpected postoperative refraction following intraocular lens (iol) implant surgery with the same model lens. Add'l info has been requested. There are two reports associated with these events.